Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were broken. Flippers are not in place. Check syringe plunger sensor was found in pump event history log. Reported problem was able to be duplicated during syringe test. Unable to open the 2 flippers all the way to grab the syringe plunger when lever was pressed all the way down. The root cause of the reported issue was found to be incorrect assembly by customer. Actions were taken to mitigate the reported issue: reassembled the plunger assembly. Replaced loose dowel pin and plunger head. UDI information is unknown.

Event description:
It was reported that the device's arm system is not engaging. No patient injury was reported.